Event description:
It was reported that pump screen stayed dark and would not turn on even though button was pressed and pump was connected to working power source, while red light blinked and pump vibrated regularly. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode, return malfunctioning pump, and use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.